Manufacturer narrative:
The device was evaluated by olympus. The evaluation found image noise during angle operation with image not visible and irregular color tone in the image. Additional evaluation findings are as follows: deterioration or breakage of the adhesive of distal end; the angle wire was noted longer than normal; connector deformation or breakage due to physical stress (handling problem) physical stresses due to drops and hits. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model ltf-s190-10, endoeye flex deflectable videoscope was returned to olympus for repair due to a report of noise in the image (the subject could be recognized). The problem, as reported to olympus, occurred during a laparoscopic colon resection procedure. There was no patient injury, associated with the problem, reported to olympus. The intended procedure was completed using another similar device. Upon inspection and testing of the returned device, an image noise occurred during angle operation and the image was not visible and additionally, irregular color tone in the image was noted. This report is submitted due to the finding of image noise during angle operation with image not visible and irregular color tone in the image, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failure of the image sensor section. Olympus will continue to monitor field performance for this device.